Manufacturer narrative:
This report is submitted on april 9, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to the patient experiencing headaches, resulting in non-use of the device. The patient was not reimplanted with another device.